Manufacturer narrative:
The reported event of sensing noise was confirmed. A partial lead was returned in two pieces. Analysis found an external abrasion breaching the outer insulation and exposing the outer coil proximal to suture tie impression. The cause of reported event was due to the exposure of the outer coil in the abrasion zone consistent with friction to the device can.

Event description:
Related manufacturer reference number: 2017865-2021-37168. It was reported that the patient presented for a scheduled procedure. Prior to the procedure, the right atrial lead exhibited oversensing noise resulting to inappropriate mode switch. During the lead extraction, the right ventricular lead dislodged. Both leads were explanted and replaced. The patient was in stable condition.